Event description:
The anterior cut to place the femoral implant, was performed with a cut block of which the placement was guided by the device. A notch of 3mm in the anterior cut for the femur was noticed during surgery after the cut was performed.

Manufacturer narrative:
A review of the internal documentation and the device did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available that changes this assessment, an amended medical device report will be filed.